Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd¿ syringe was being used to reconstitute vials of methacholine with a 250ml baxter normal saline bag before use, when a light brown, cardboard-like piece of debris was noticed floating in the syringe barrel. The following information was provided by the initial reporter: "I was using a sterile 60ml bd syringe to reconstitute vials of methacholine with a 250ml baxter normal saline bag. As I was reconstituting the vials I noticed foreign debris floating inside the barrel of the syringe. It was light brown and resembled a small piece of cardboard. Upon discovery, all vials were inspected for possible coring of the gray rubber stoppers but there was no evidence of coring. All supplies were wiped down with sterile alcohol before entering the laminar flow hood in the pharmacy cleanroom. Methacholine does not precipitate in normal saline. The reconstituted vials and syringe were discarded immediately and compound was started over with new supplies."